Event description:
Patient obtained a blood glucose result of 300 mg/dl, while using the suspect device. Reporter indicated that patient retested blood glucose, < 10 minutes later, and obtained a result of 100 mg/dl. Reporter noted that no action was taken based on these results. No patient injury was reported and no treatment was received quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.